Event description:
It was reported that the pump touch screen was unresponsive. The customer reverted to an alternate method in insulin therapy. It was also reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. Customer¿s blood glucose level was 123 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.